Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced itching at the ipg site since implant. The patient was directed to turn therapy off; however, the issue persists. As such, the patient may undergo surgical intervention to address the issue.